Event description:
Pt has a defective device. Unk if device is available for inspection. Unk if pt missed a dose or experienced an adverse event due to defective device. Will ship out another for pt. Spontaneous call. No add'l info. Reported to (B)(6).